Manufacturer narrative:
One opened bls22s pack from lot 09780 was returned. The pack contains one 25ga cutter. The tip protector was not returned. The needle is not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The cassette assembly was captured and recognized by the system. The assembly passed the self vacuum test, primed and functioned as required. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported during the vitrectomy surgery the device was cutting intermittently, then stopped cutting and would not continue to cut. They opened a new pack to complete the surgery. There was no injury to the patient.